Event description:
The customer reported that there was a communication failure error message. Further information was received from the field service engineer indicating that this error resulted in a system lockup. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The video line of the interconnect cable was evaluated and repaired. The system was tested and found to be working as intended and returned to service.